Event description:
It was reported the device displayed error code 1660 during testing. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection of the device in good condition as all was intact. There was evidence of the error found on the pump display, but it unable to be downloaded. The customer reported problem was duplicated at power up. The investigation found that a faulty microprocessor unit board was the cause of the reported problem and for corrective action the microprocessor unit board was replaced. The root cause of the problem was unknown. Product is beyond 19 years from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.